Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer troubleshot this reported fault and replaced the flow sensors. The unit was returned to service.

Event description:
The hospital reported the unit had flow sensor failure alarm during pre-use checkout possibly causing a loss of ability to mechanically ventilate. There was no report of patient involvement.